Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the aw nozzle had corrosion and the c-cover had a burn of the gastrointestinal videoscope. There was no report on the subject device being used in procedure after the suggested event was reviewed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. The event 10 is detectable and preventable by handling device in accordance with the following IFU: gif-h290t operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope. Gif-h290t operation manual: chapter 4 operation:4.3 using endo-therapy accessories. Olympus will continue to monitor complaints for this device. The subject device was returned for device investigation.

Event description:
It was observed that during the device evaluation, the aw nozzle had corrosion and the c-cover had a burn of the gastrointestinal videoscope. There were no reports of patient involvement.